Event description:
It was reported that cadd solis vip pump ? Error code 45985. No patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the sticker seal was missing from the device upon receipt. Functional evaluation to include non-destructive testing of the pump was performed results: the customer reported problem was duplicated during the investigation. The reported error code was found in the device information folder and event history log. Root cause of the reported problem would be attributed to a defective microprocessor unit mpu board however, it is unknown who caused the mpu board to be defective. The mpu board will need to be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance procedure.